Event description:
A cms employee created a treatment plan using cms's xio rtp system, then sent the plan to focal. The plan used ssd (source-to-skin distance) beams. Focal misinterpreted where the field size was defined, resulting in a graphic display of the ssd beams that did not reflect the correct field sized or divergences. This problem has not been reported by any customer, and no pts have been mistreated as a result of this problem.